Event description:
A customer reported a cartridge change error with their insulin pump. The blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on the customer's blood glucose level. The customer was instructed by technical support to inspect and clean parts of the pump and successfully completed the load process, allowing them to resume insulin delivery.